Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 70-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. According to a medical record received by novocure on (B)(6) 2025, the patient was documented as taking desloratadine due to pruritus of the scalp during an outpatient visit on (B)(6) 2024. On (B)(6) 2025, the patient reported that since on (B)(6) 2024, he had been experiencing recurrent skin reactions, including pruritus and redness, localized beneath each optune gio transducer array segment. The pruritus was described as "unbearable," limiting therapy duration to a maximum of 12 hours. If therapy exceeded this duration, the patient required multi-day breaks. He had consulted multiple physicians, including dermatologists, and had been prescribed various unspecified topical ointments. Additionally, he reported taking oral antihistamines. The skin reaction was described as redness with the formation of fluid-filled blisters that spontaneously ruptured. In some instances, the patient observed larger open areas resembling skin abrasions. The patient provided four images to novocure, which depicted moderate erythema corresponding to prior array placements, as well as clusters of fluid-filled pustules on the forehead and the left posterior aspect of the scalp. No hospitalizations were reported. On (B)(6) 2025, the patient reported that his condition had not improved, with pruritus persisting for up to four hours post-array removal. He stated his intent to consult another dermatologist and his prescribing physician. Additionally, he was considering an extended break from optune gio therapy to allow for complete scalp healing. On (B)(6) 2025, following a consultation with his prescribing physician, the patient informed novocure of his decision to temporarily discontinue optune gio therapy until his next scheduled magnetic resonance imaging (MRI) due to persistent skin and suspected allergic reactions. The prescribing physician was contacted for further information, but no response was received.